Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings: the complaint could not be duplicated on investigation. A review of the pump¿s black box data revealed a history of a loss of prime alarm. No related or unrelated alarms were emitted during investigation. The force sensor was found to be calibrated within specification. The pump emitted no alarms during priming steps and a 24-hour exercise test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013 the user reported a loss of prime alarm occurred with multiple cartridges. The patient was able to successfully prime and give an air bolus during troubleshooting. This complaint is being reported because the issue remained unresolved at the time of trouble shooting. There was no indication that the device caused or contributed to an adverse event.